Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a low blood glucose event. The customer was found unconscious by his wife who then called the paramedics. The paramedics treated the customer with glucagon. The customer's blood glucose level was 40 mg/dl. The customer reported having discrepancies between his blood glucose reading and his sensor glucose reading. The customer's sensor glucose reading was 130 mg/dl. The customer also had received 2 cal error alerts and a change sensor alarm. The customer found out that the sensor he was using was expired. The customer was advised to change his sensor to one that was not expired. Nothing was replaced or returned for analysis.